Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation using the sphere-9 catheter and affera mapping system. The patient arrived in sinus rhythm with induced ventricular tachycardia, and radiofrequency ablation was performed via a transeptal approach with lesions created in the ventricle for a left ventricular ischemic mid lateral scar, with a total of 22 radiofrequency lesions. Intracardiac echocardiography and fluoroscopy were used throughout the procedure to rule out thrombus, and continuous irrigation was maintained on both the catheter and sheath with heparinized saline used to flush the sheath. Post-procedure, a transient ischemic attack was reported with left-sided weakness and a suspected cerebrovascular event. Magnetic resonance imaging (MRI) was performed to confirm or diagnose the cerebrovascular event. It was further noted that after the MRI it appeared embolic. No further patient complications have been reported as a result of this event.